Event description:
During eval of the heartstart mrx, the philips field service engineer (fse) noted the device would not operate in pacing mode. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.